Manufacturer narrative:
On 2022-12-09 new information from the getinge service and sales unit was received that the error message, which was displayed, was not "no disposable detected" instead it was the error message "pump disposable error" and the pump stopped during treatment. Therefore the cardiohelp was exchanged. The review of the non-conformities has been performed on 2022-12-06 for the period of 2014-11-19 to 2022-12-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-11-19. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that on the cardiohelp the error message ¿no disposable detected¿ was displayed. The cardiohelp was exchanged. The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp displayed the error message ¿pump disposable error¿ and therefore the pump stopped. The cardiohelp was exchanged during treatment and the failure did not reoccurred. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-23/27. The reported failure could not be reproduced and no parts were replaced. The fst also checked the affected disposable on different cardiohelps and found no failure, therefore he could exclude a failure on the disposable. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files analysis of the cardiohelp shows the error message: "pump disposable error - stop" and "pump stopped" on 2022-12-02. The most probable root cause is a disconnection of the hls set while the pump is running. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. According to the risk file of the cardiohelp device the following root causes can also lead to the reported failure: - no or insufficient coupling between the cardiohelp and the hls set; - magnetic coupling disturbed. The IFU (instructions for use / 1.8 / en / 09) of the cardiohelp includes a warning under chapter 2 "do not remove the disposable product during normal operation.". Furthermore in the IFU( instructions for use / 1.8 / en / 09) it is stated in chapter 2.1.4 "please refer to the respective instruction for use of the disposables". In reference of the current IFU for disposables (instructions for use / 1.5 / g-270 / 02) the following is stated in chapter 5.3.1 safety instructions for the oxygenator: incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. - use the device only together with the device cardiohelp-I. - install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). - ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The review of the non-conformities has been performed on 2022-12-06 for the period of 2014-11-19 to 2022-12-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-11-19. Based on these investigation results the reported error message "pump disposable error" and a pump stop could be confirmed, but was not a product related malfunction. The getinge sales and service unit will be informed to advise the customer to follow the instruction for use. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.